Event description:
A product liability claim was raised. It was reported that the pt was implanted an unk cup component (exact catalogue number unk) on the left side on (B)(6) 2012. It was also reported that a revision surgery was performed on (B)(6) 2013 due to pain, metallosis, inflammation, effusion, and soft tissue granulation. An incorrect placement of the prosthesis was previously diagnosed and confirmed during this revision surgery. Only the acetabular cup and the head were revised. The stem was left inside.

Manufacturer narrative:
The MFR did not receive the explanted device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the DHR could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info became available and / or investigation result be available, an amended medical device report will be submitted. (B)(4).